Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alarmed for call service 078. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/25/2016 with the following findings: a review of the black box history showed multiple call service 078 alarms. During testing an attempt was made to perform the rewind, load, and prime steps and an 078 alarm was emitted during the rewind step. The pump was opened to find moisture on the display and on the motor flex connector. Unrelated to the original complaint, moisture was observed through the display lens, and in the battery compartment. The battery cap threads were stripped and it was unable to be secured. A test cap was able to secure for testing. A leak test was performed and failed due to a leak in the display lens, and from a crack in the battery compartment. Additionally the display was found to be dim with discolored text. (B)(4).